Event description:
Ous MDR - it was reported that the lead was repositioned seven days after the implantation due to ventricular myocardial perforation. During the intervention the lead was repositioned and no additional complications were observed.

Manufacturer narrative:
The lead is not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.